Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the lead was unable to be fixated on the myocardium, which may have been due to the weakening of the lead tip after multiple attempts. A new lead was used, however, there was resistance when it entered the catheter. The catheter was removed and the physician found the catheter was distorted. A new catheter was used and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the lead was unable to be fixated on the myocardium, which may have been due to the weakening of the lead tip after multiple attempts. A new lead was used. No patient complications have been reported as a result of this event.